Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reportd by the rep that the surgeon used a veress needle to inflate the abdomen. A 10/11 trocar was placed and there was a struggle to get it in. Pulled out the trocar, and reset it and tried again, this time it went through very easily. Placed the scope in and blood was everywhere. The right illiac artery was damaged. Converted to open procedure. Blood was transfused and patient had an extended hospital stay of (8) days.